Event description:
It was reported this catheter was successfully placed for nephrostomy drainage treatment. It was noted under fluoroscopy, during a scheduled catheter exchange, the pigtail of this drainage catheter had fractured and remained in the pt. A snare was used to successfully retrieve the detached catheter segment and another catheter was placed for continuation of treatment. The pt's condition is good. This device has not been received for evaluation. Therefore, a failure analysis not available. As a lot number for this device was not provided, a device history search could not be preformed. Therefore, co is unable to determine if the device met its specifications. Co believes user technique, and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the relationship between the device and the cause for this event. Directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections".